Event description:
Customer's family member reported an event from march. Customer indicated meter provided erratic readings throughout the day of the event. After each reading, the customer adjusted their insulin dosage. A 11:00 am, a reading of 67 mg/dl was received. Customer dosed according to the readings. Throughout the day, the customer felt tired. Around 3:00 pm, the customer lost consciousness. Medical aid was not sought. A reading of 247 mg/dl was received around 6:30 pm. Testing was conducted on the forearm.